Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in the kidney and bladder during a cystoscopy with stent placement procedure performed on an unknown date. According to the complainant, the patient has had abdominal pain and had trouble sleeping since the stent was implanted. Reportedly, the physician feels that the stent could have played a part in patient¿s abdominal pain. Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient¿s current condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.